Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the lead tip measuring 50.9cm was returned for analysis. Internal insulation abrasion was noted at 11.3-11.4cm from the distal tip. The etfe coating was intact at this location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.